Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad is peeling at the up button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and ok buttons were intermittently unresponsive. The up and down buttons responded properly. There was contamination found under all key contacts. Pump booted to the verify screen with dim pink contrast. There is a crack along the battery compartment threads. The bolus button cover is torn. The bolus button responds properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.